Event description:
A malfunction was reported with the pump, indicated by malfunction code 16, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to switch to manual daily injections as a backup therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was given instructions on how to prepare and return the malfunctioning pump and acknowledged understanding these steps.